Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon inflation issues occurred. Angiography showed the extended medial riva was up to 95% stenosed. The stenosis was greater than 30mm therefore predilation was planned. A guide wire was passed through the stenosis without problem. A maverick monorail 20mm x 2.5mm balloon catheter was inserted in to the stenosis where an attempt was made to inflate the balloon. Cine showed the balloon ID not unfold and no pressure increase was noted on the manometer. The balloon was withdrawn into the guide catheter without blood reflux into the catheter. Careful withdrawal of the guide wire, guide catheter, and balloon catheter during x-ray monitorin resulted in problem-free removal of the entire system. The balloon catheter shaft was reported broken. The pt was unharmed and successful dilatation was completed with a second balloon catheter.